Event description:
It was reported the patient experienced discomfort at the ipg pocket site due to location. On (B)(6) 2013, the physician relocated the ipg and added two extensions. The patient's issue has been resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.